Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a device malfunction as there were high impedances found on nearly all of the contacts. After checking, it was confirmed the electrodes were fine, but the connection of the extensions to the implantable neurostimulator (ins) was malfunctioning. The diagnostic methods included a device interrogation on (B)(6) 2017 and a surgical observation on (B)(6) 2017 that resulted in the identification of the issue. The etiology was noted as not related to the device/therapy and not related to the implant procedure; however, the implantable neurostimulator (ins) was noted. The actions/interventions taken to resolve the issue included explanting and replacing the implantable neurostimulator (ins) on (B)(6) 2017; the event resulted in an in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the event was considered resolved without sequelae on (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that this report (3004209178-2017-08663) is a duplicate of the event located in report number 3007566237-2017-01670. To this end, all additional information received regarding this event will be submitted under report number 3007566237-2017-01670 rather than this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that this report (3004209178-2017-08663) is a duplicate of the event located in report number 3007566237-2017-01670. To this end, all additional information received regarding this event will be submitted under report number 3007566237-2017-01670 rather than this report